Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The suction tool failed navigation with an error of 2.2mm. The cause of the reported event was physical damage to the instrument. A review of the device manufacturing records showed no anomalies. This issue was documented in a medtronic navigation hardware anomaly tracking database. The site chose not to replace the device as they had an extra one from inventory.

Event description:
A site biomed representative reported that while in a functional endoscopic sinus surgery (fess) procedure, the surgeon had difficulty registering the patient. Tracking would go in and out of red status. After the patient was successfully registered, the surgeon deemed being inaccurate in the superior direction. Specific measurement was not known. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site and tested the suspect instrument. The suction was difficult to verify and the alleged inaccuracy was replicated during testing. The rep encouraged the site to purchase a new suction and tagged the suspect instrument as damaged. Suspect suction has not been received for further evaluation.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.